Event description:
Patient complained of large are of skin blistering and bruising when product removed. Patient reported concern after discharge from the facility. She had not sought out additional medical care at the time of reporting her concern. Product used in cardiac cath lab during procedure. Removed a few hours post procedure.